Manufacturer narrative:
There is no indication that the intraocular lenses were explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the doctor that he has had a number of patients having negative dysphotopsia with the tecnis1 intraocular lenses which have not resolved over several months. The tecnis1 lens model, size, and serial numbers were not provided. No further information was provided. It is unknown how many patients were affected.